Event description:
It was reported to philips the device gave error code 1002: blower temperature too high. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The customer requested the service manual via email. The rse also provided troubleshooting tips. The customer stated he has the part numbers for the blower and filters. The customer called back to report the device ran for one hour and displayed error code 1125: cooling fan speed error. The cooling fan speed was less than 2000 rpm. The rse stated that vent overheating is possible. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/09/2022, 08/16/2022 and 08/30/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.